Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad on the insulin pump was unresponsive. The customer stated the act button was unresponsive. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. However, the pump had corroded keypad traces, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a missing end cap sticker.